Event description:
The facility representative reported a colleague infusion pump with a 810:11 failure code. The event was reported to have occurred during programming/set-up in biomed service. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. This device utilizes user interface module master software version 6.13.90 categorized as remediated. No additional information is available. During review of the event history it was determined that the reported condition occurred during delivery causing an interruption of delivery.

Manufacturer narrative:
The reported condition of failure code 810:11 was confirmed due to the air base being too high. The air-in-line printed circuit board was recalibrated to correct the reported condition. Should additional information become available, a follow up medwatch will be submitted. (B)(4)

Manufacturer narrative:
Additional information: baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA-(B)(4). The device has not been previously sent into service for the reported condition of "810:11". (B)(4)